Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers began to ramp on their own. Batteries were removed and insulin pump experienced a battery out limit alarm and was not able to clear due to buttons not responding. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. No battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.